Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation,malpositioned essure') in an adult female patient who had essure (batch no. B69760- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal hemorrhage, dysuria, polycystic ovarian syndrome, meningioma, venous thrombosis, ovarian cyst, vaginitis, cervicitis, pap smear abnormal, dysplasia, vaginal odor, multiple sclerosis, stroke, fibromyalgia, migraine, depression, dysmenorrhea, joint pain, morbid obesity, panic attack, abdominal pain lower, fibroids and vaginal candidiasis. Concomitant products included acetazolamide, acetylsalicylic acid (aspirin), bupropion hydrochloride (wellbutrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), pelvic pain ("pain/severe pain"), infection ("infection"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea") and urinary tract infection ("frequent urinary tract infections"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, pelvic pain, infection, urinary tract disorder, dysmenorrhoea and urinary tract infection outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, genital haemorrhage, infection, pelvic pain, urinary tract disorder, urinary tract infection and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical record : urinary tract infection, pelvic pain this lot b69760 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation,malpositioned essure') in an adult female patient who had essure (batch no. B69760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal hemorrhage, dysuria, polycystic ovarian syndrome, meningioma, venous thrombosis, ovarian cyst, vaginitis, cervicitis, pap smear abnormal, dysplasia, vaginal odor, multiple sclerosis, stroke, fibromyalgia, migraine, depression, dysmenorrhea, joint pain, morbid obesity, panic attack, abdominal pain lower, fibroids and vaginal candidiasis. Concomitant products included acetazolamide, acetylsalicylic acid (aspirin), bupropion hydrochloride (wellbutrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), pelvic pain ("pain/severe pain"), infection ("infection"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea") and urinary tract infection ("frequent urinary tract infections"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, pelvic pain, infection, urinary tract disorder, dysmenorrhoea and urinary tract infection outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, genital haemorrhage, infection, pelvic pain, urinary tract disorder, urinary tract infection and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical record : urinary tract infection, pelvic pain. Most recent follow-up information incorporated above includes: on 29-jun-2020: medical record received lot number and.reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal hemorrhage, dysuria, polycystic ovarian syndrome, meningioma, venous thrombosis, ovarian cyst, vaginitis, cervicitis, pap smear abnormal, dysplasia, vaginal odor, multiple sclerosis, stroke, fibromyalgia, migraine, depression, dysmenorrhea, joint pain, morbid obesity, panic attack, abdominal pain lower, fibroids and vaginal candidiasis. Concomitant products included acetazolamide, acetylsalicylic acid (aspirin), bupropion hydrochloride (wellbutrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain/severe pain"), infection ("infection"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea") and urinary tract infection ("frequent urinary tract infections"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, pelvic pain, infection, urinary tract disorder, dysmenorrhoea and urinary tract infection outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, genital haemorrhage, infection, pelvic pain, urinary tract disorder, urinary tract infection and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical record : urinary tract infection, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal hemorrhage, dysuria, polycystic ovarian syndrome, meningioma, venous thrombosis, ovarian cyst, vaginitis, cervicitis, pap smear abnormal, dysplasia, vaginal odor, multiple sclerosis, stroke, fibromyalgia, migraine, depression, dysmenorrhea, joint pain, morbid obesity, panic attack, abdominal pain lower, fibroids and vaginal candidiasis. Concomitant products included acetazolamide, acetylsalicylic acid (aspirin), bupropion hydrochloride (wellbutrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain/severe pain"), infection ("infection"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea") and urinary tract infection ("frequent urinary tract infections"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, pelvic pain, infection, urinary tract disorder, dysmenorrhoea and urinary tract infection outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, genital haemorrhage, infection, pelvic pain, urinary tract disorder, urinary tract infection and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: urinary tract infection, pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.